Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00131, 1627487-2021-00133, 1627487-2021-00134. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the drg system was explanted.